Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) died of unknown causes. Analysis of the electrograms was requested, as it appears the device may have undersensed ventricular fibrillation. The device was returned for analysis.